Manufacturer narrative:
Device manufacture date: february 15, 2018 - february 20, 2018. The actual sample was received at the plant for analysis with approximately 213ml of fluid in the bladder. A visual inspection on the returned unit shows no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. The infusor had been filled with flucloxacillin 12000mg in 230ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.